Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 148 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. It was also found the customer had a no delivery alarm while troubleshooting for their motor error alarm. Troubleshooting for the no delivery alarm found insulin was able to exit with a push plunger. Troubleshooting was not completed as the customer was disconnected from the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.